Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva combo meter within 10 minutes: 25.9 mmol/l and 7.1 mmol/l. Caller delivered a bolus of 5.0 units of insulin after the initial reading. No adverse event reported. Requested return of suspect device for evaluation; customer declined return and replacement of suspect device.